Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician; product ID 3555-31, serial # unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type screening device; product ID neu_unknown_lead , serial # unknown, product type lead. (B)(4).

Event description:
It was reported that the patient started his trial the day before report. It was noted that the patient turned the stimulation off "last night" to be go bed. The patient then turned the stimulation back on at 6:30 a.m. On the day of report and it was reportedly working fine. Then the patient reportedly went to lay down at 11:00 a.m. And turned stimulation off. It was noted that after the patient woke up and turned it back on, he was not able to feel the stimulation. It was noted that the patient was on program d and had been feeling stimulation at 1.65 volts but was not feeling it at the time of report. It was noted that the patient had been trying to increase the stimulation and accidentally changed to program d. It was noted that the patient was able to change it back to program b, but still could not feeling stimulation after increasing the stimulation to 3.0 volts. There were no reports of any falls, traumas, or dropping the programmer. Additional information received three days later reported that there was a loss of therapeutic effect. It was noted that the multi-lead trialing cable (mltc) was exposed and the leads were removed and replaced. An x-ray had been taken of the cervically-placed leads showing that there were fractured in two places according to the health care professional. The manufacturer's representative noted that there was no communication and the following message "lead disconnected cannot communicate with the neurostimulator." Impedances were noted to have not been able to be measured. It was noted that they disconnected and reconnected the leads, but were still unable to bypass this message. It wasnoted that the doctor would be pulling the leads either tuesday or wednesday. The manufacturer's representative stated that he would try a different mltc before the leads were pulled to see if that was a "source of the issue." Additional information received 15 days later reported that the original mltc was swapped out for a new one prior to lead removal and the patient's stimulation was restored when retested, but it was noted that the paresthesia and pain coverage was not able to be maintained. The trial leads were then removed. It was noted that the mltc seemed to be the cause of the issue. It was noted that the mltc was discarded after the trial leads were removed on (B)(6) 2014. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.